Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed that the ventricular output connector was broken. Analysis also found the upper case, side bail covers and the ring cover were broken. (B)(4).

Event description:
It was reported that the external pulse generator had a broken connector and was due for calibration. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator had a broken connector and was due for calibration. The generator was returned for service. No patient complications have been reported as a result of this event.